Manufacturer narrative:
This event is a duplicate of the report 2135147-2023-01153. Please refer to 2135147-2023-01153 for this event. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This event is a duplicate of the report 2135147-2023-01153. Please refer to 2135147-2023-01153 for this event.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was implanted. After implantation, an ultrasound revealed a mild paravalvular leak around the left coronary cusp. On (B)(6) 2023, a moderate paravalvular leak was confirmed. The patient is reported to have calcification of the annulus and left ventricular outflow tract. The patient was hospitalized and is reported to be stable. No additional information was provided.